Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: corrected data:

Event description:
It was reported that "[physician], who is a frequent user of ae05, said that this particular applier seems to have jammed and that no clips would come out. He also said that the handle seemed jammed and would not actuate like normal. He reported that not a single clip had been deployed from the device. He simply set this one aside, opened a new box, and had no issues with the other applier." No patient involvement.